Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during initial drain. Home patient (hp) stated that she pressed go before connecting the technical service representative (tsr) explained the alarms and had her cycle the power to clear them. The tsr explained that the supplies were compromised and she would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the home patient pressing go and starting therapy without her being connected is a known cause of this type of issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It provides step-by-step instructions for when and how to connect to the disposable set. It also provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.